Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual examination noted the proximal conductor has blood/body fluid which does not obstruct, the outer insulation is pulled apart (overstress), the outer insulation is breached cut, damaged at implant.

Event description:
It was reported that during the implant attempt, the lead had an apparent fracture and was removed. The lead was replaced. There were no patient complications reported as a result of this event.